Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the tube of the main pump was worn. The failure occurred during treatment no harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-09-26. The shaft and sleeve on the pump were disassembled, cleaned and reinstalled. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the getinge field service technician there was contamination which affected the rotation of the pump. The failure was resolved through disassembly, cleaned and reassembly of the pump components (shaft and sleeve). Therefore the most probable root cause was determined as contamination of the pump. The review of the non-conformities has been performed on 2023-09-28 for the period of 2018-10-26 to 2023-08-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-10-26. According to the instructions for use hl 20 version 02 in chapter 5.8 checklists: the user has to check that the occlusion rollers run smoothly, show no signs of damage, and are not loose. The surface must not display any damage or scratches. Check that occlusion is suitable for the application and is correctly adjusted. Check the lock of the occlusion setting". Based on the results the reported failure "tube of the main pump was worn" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the tube of the main pump was worn during treatment. No harm to any person has been reported. Complaint ID: (B)(4).